Manufacturer narrative:
The polarsheath was visually inspected for any damage that would have led to the visible air/bubbles allegation seen in the field. A tear was observed which would allow leaks. The puncture was seen in the bottom right quadrant of the valve with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. The sheath failed all standard manufacturing leak testing, with a gross leak in the pressure decay test, air in the flush line during the aspiration test and dropping pressure while pressurized at 5.5 psi in hemostasis testing. Analysis found a leak coming from the hemostatic valve at the proximal end. This leak was likely caused by an off-center puncture away from the valve slits which resulted in it tearing. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
It was reported that during the preparation of a cryoablation procedure to treat an atrial fibrillation (af), a polarsheath was selected for use. During the standard preparation of the sheath, air ingress was evident during both aspiration and flush of the polarsheath. Sheath was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath was returned to boston scientific for laboratory analysis.

Event description:
It was reported that during the preparation of a cryoablation procedure to treat an atrial fibrillation (af), a polarsheath was selected for use. During the standard preparation of the sheath, air ingress was evident during both aspiration and flush of the polarsheath. Sheath was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.